Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event is unknown. The patient was treated with reflin (1g, route, frequency, and duration not reported) and tobramycin (40mg, route, frequency, and duration not reported) for peritonitis. Therapy was ongoing. The outcome of the event is unknown. No additional information is available. This is report 3 of 3

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient (B)(4).